Event description:
It was reported that a previously admitted patient expired during an interventional procedure. The patient had originally been admitted with abdominal pains; during the night patient's condition worsened, patient was placed on a ventilator, and it was determined that the patient required a coronary artery evaluation. The patient had several occluded vessels when patient presented emergently in the cath lab. The guide wire was placed in the lad; stents were placed and the vessels was reported to be patent. The guide wire was removed from the anatomy, reshaped, and re-inserted into the cx where additional stents were placed. Contrast flow was observed around the guide wire each time contrast was injected. The patient's condition deteriorated, and patient could not be resuscitated. After the patient was pronounced dead, the equipment was removed and the floppy tip of the guide wire was noted to remain in the anatomy. It was reported that there was no connection between the use of the device and the death of the patient, and that there had been no procedural anomalies or other problems observed that could be attributed to the device.